Event description:
Received report that the balloon could not be retrieved from the 6 fr introducer that had been used for the insertion of the stent. Both the balloon and the introducer had to be removed en-bloc through the groin after deployment of the stent.

Manufacturer narrative:
A follow up report will be submitted after the completion of the investigation of this event.